Event description:
During initial interrogation, a message stating "erroneous parameters values have been detected during interrogation" appeared. During follow-up, an "incomplete programming attempt" message was displayed. The ram map showed that the device configuration was an unknown value. The decision was made to explant the device.